Event description:
It was reported by the customer the device had displayed "error message: equipment disabled issues". There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.